Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the casing was chipped and the patient¿s blood glucose was high. No additional information was provided and troubleshooting was unable to be completed. The reported blood glucose excursion does not qualify as a serious injury. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.